Event description:
Taget lesion reported to be very calcified, tight lesion in the proximal lad with left main involvement. After pre-dilation with a non-medtronic device, it was noted that a mid-lad dissection occurred. The lad vessel was described as a severely tortuous, severely calcified vessel with 90+% stenosis. The physician then attempted to deliver a drug eluting stent but the physician experienced resistance from the vessel and the device would not cross. Excessive force was used and the device then kinked. Physician decided to use shorter stents in the hope that they would have a better chance at crossing. Two resolute integrity stents (lot# 0006654912, lot# 0006585197) would not position in the lesion and became damaged. Five shorter resolute integrity stents were successfully implanted, sizes unknown. The physician stated he believed that the excessive force that was used caused the stents to become damaged. The physician never indicated that the resolute integrity stents used in this procedure worsened the mi event. Patient is currently still intubated due to the mi event. Evaluation summary: the distal tip was slightly flared and damaged. The mandrel could be loaded successfully; no resistance was felt from the inner lumen. There were numerous kinks along the hypotube, the hypotube had detached distal to the strain relief and was severely kinked proximal to the breakpoint. The breakpoint displayed an oval or 'fish-mouth' shape with jagged edges and therefore displayed the typical characteristics associated with a kink break sequence. The stent was positioned on the balloon between the inner markers as per specification and there was no damage evident to the stent.

Manufacturer narrative:
Evaluation, results: failure to follow instructions - ( IFU suggests not to apply excessive force if resistance is encountered); lesion morphology - (severe calcification and tortuosity); inherent risk of procedure - (failure to deliver stent). Conclusions: inherent risk of procedure - (failure to deliver stent); lesion morphology - (severe calcification and tortuosity); user error contributed to event¿ (application of excessive force). (B)(4).